Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Experienced an unsterile or compromise implant. A spider was on the corner of the implant and a large hole was seen on most inner layer of implant packaging. Immediately the box was dropped by the tech, and subsequently a new implant had to be opened. Replacement device of same size was opened.

Manufacturer narrative:
An event regarding a packaging issue with a accolade stem was reported. The event was confirmed. Device evaluation and results: visual inspection of the returned device was carried out. The following was noted on the returned part: seal and flange bowed and distorted. Sleeve & implant wedged between tyvek and surlyn. Product label on sleeve (close-up with foreign material). Medical records received and evaluation: no medical records were received for review with a clinical consultant. No adverse consequences to the patient were noted. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: an nc has been raised to investigate the event. Upon completion of analysis, it was detected that the foreign material was acrylic in composition. A review of packaging components within the clean room environment was carried out and no components were found to be composed of acrylic material. It is probable that this foreign material was introduced as a result of poor gowning techniques.

Event description:
Experienced an unsterile or compromise implant. A spider was on the corner of the implant and a large hole was seen on most inner layer of implant packaging. Immediately the box was dropped by the tech, and subsequently a new implant had to be opened. Replacement device of same size was opened.